Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient experienced an electrical shock when they walked past anti-theft devices. They had one smaller shock and then "everything settled down." The patient then turned their device off and went to the clinic. At the clinic, the voltage was found to be "quite high." The device was switched back on and the voltage was reduced significantly. The patient was later seen by the manufacturer representative and an impedance check was performed. Impedances were within range. Three new programs, all on "very low" voltage were added to the patient's device and they were re-educated on passing close to security devices and not increasing their voltage too high. The issue was resolved. The patient was indicated for fecal incontinence.